Event description:
The patient had chest x-ray at an outside facility and the report dictated that part of the catheter from port was still in vascular systems. The port was placed and removed from outside facility. The patient told to come to emergency room (ER) at our facility and the physician ordered for the catheter to be retrieved. The catheter was retrieved and sent to risk management. There were no complications from the retrieval.